Event description:
Dr was performing a ureteroscopy on pt. Dr inserted straight .035 nitinol wire into channel. Dr then visualized guide wire on monitor and noticed that the sheath covering the guide wire was peeled off and the bare wire was exposed wrapped around the ureteral tissue. Dr then had to take a grasper to release guide wire from tissue to minimize any possible damage. Charge nurse was called to room, and a picture of the product package and the product was taken. A new guide wire was opened and procedure was completed without any complications. The damaged guide wire along with the plastic sheath covering wrapped around the tissue was placed in a biohazard bag and given to charge nurse. Date of use: (B)(6) 2018. Diagnosis or reason for use: ureteral calculus. The product is not compounded. The product is not over-the-counter.